Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the black handle (ball bearings) came out on operating table when surgical tech was inserting the straight screwdriver attachment into handle.

Manufacturer narrative:
(B)(4). Examination of the returned instrument confirmed the reported observation. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the black handle (ball bearings) came out on or table when surgical tech was inserting the straight screwdriver attachment into handle.